Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon noted that the strain release had migrated into the abdominal cavity. It was 1/2 way between the port and the band. The tubing was still connected to the port. No correction made, the band is still implanted. Surgeon made note of the migration on the patient's records.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.